Manufacturer narrative:
Philips service replaced the biplane foot switch (4p+2) 4m and identified follow-up configuration was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that foot switch replacement and configuration issues were reported on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.